Manufacturer narrative:
This investigation is on going.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited increased threshold measurements. The outputs were increased. Two days later, intermittent capture was observed via a remote interrogation. The patient is scheduled to be seen in clinic. No adverse patient effects were reported.